Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had been having high blood glucose levels and wanted to check the pump. The customer's levels had been as high as 545mg/dl. The customer declined to troubleshoot for the highs and just wanted functional test done. The customer was assisted with checking pump and advised to monitor the device.